Event description:
The following has been reported: biomed reported: "received this pump yesterday from a repair. Connected it to our server and ran incoming inspection tests and noticed the bottom left corner of the screen will respond (ghost presses) without touching it. If the bottom of the pump is tapped, the button will also respond. A preliminary review identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for random touches registered. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. As a corrective action, the lcd and the programmed main pcba will be replaced during the repair process to restore the device to a compliant operational state. The following additional findings were found during the internal inspection of the pump: the front housing had damage under the bushings plate and was mushroomed out at the plastic housing. The upper loading pins were deeply pitted. The flex cable from the resistor motor housing to the main pcba has damage to it. These will be removed and replaced during repair. During investigation it was found the cycle counts on the batteries were high and will be replaced. Once that is done the pump will be sent to the test line for full functional testing.